Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp)electrical test fail code 5.

Event description:
It was reported that during routine check the cs100 intra-aortic balloon pump (iabp)electrical test fail code 5. There was no patient involvement.

Manufacturer narrative:
Event site postal code: (B)(6). A getinge field service engineer (fse) confirmed fault and was identified in compressor. In order to resolve the issue replaced part manifold, compressor d391-00-0072. Unit passed all functional and safety tests per factory specifications and returned to customer and cleared for clinical use.